Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the handle of the harmonic ace instrument was stuck in the system's arm. The issue was discovered while attempting to change the instrument. The customer removed the instrument by pressing the release button. The customer discovered the white plastic part of the instrument tip had fallen into the patient. The fragment was removed with a laparoscopic forceps instrument. The procedure was completed with a backup instrument. Intuitive received the following additional information. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was removed during the procedure (prior to the breakage). The wrist was straightened prior to removal. During the first removal the staff felt resistance and removed the instrument by pressing the release button forcibly. The staff found and retrieved fragments from the teflon pad. After final removal of the instrument, it was confirmed visually that the teflon pad was damaged. The surgical staff did not feel any resistance upon final removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. Additional surgery was not required. No post-operative tests were performed to check for remaining fragment. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The harmonic ace instrument was tested on an in-house system. The instrument was successfully installed and uninstalled on three attempts. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and close properly. The instrument passed energy recognition and delivered energy. The instrument was fully functional.